Event description:
Paramedics were called to a code at the nursing home which was connected to the hosp. An elderly male pt was diagnosed in cardiac arrest. The device was used to monitor the pt. The pt was diagnosed in a non-shockable pulseless electrical activity rhythm. After approx 5 mins of use, the device allegedly lost power. A spare battery was made available and used. The device again reportedly lost power after approx 3 mins of use. Cardiopulmonary resuscitation was administered and the pt was moved to the hosp ER. The pt was not resuscitated. The rptr indicated that the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's condition.